Event description:
Caller reported that the t:slim x2 pump battery would not charge and the screen was dark, preventing it from turning on. This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value not known but indicated as "high." Customer addressed the high blood glucose by using a correction injection via multiple daily injections (mdi) and did not require assistance from third parties, although normal assistance was received. Tandem technical support provided troubleshooting instructions, including checking the power source and trying different charging cables and wall adapters, but these attempts did not resolve the issue. Ultimately, technical support decided to replace the pump, as it was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump.